Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through returned product evaluation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation for unknown reasons. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the screw was stripped. There was no reported patient injury as a result of the malfunction. Attempts have been made, and no further information has been provided.